Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas, with lows in the 60 mg/dl range lasting about an hour, despite adjusting meal announcement sizes and receiving device low and urgent low alerts. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose in 9 g increments and no need for external assistance or professional intervention. Investigation included troubleshooting, user education, and assignment for additional training by a clinical resource. Investigation of this case revealed no device alarms or malfunctions were reported, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.